Event description:
It was reported that the micro saggital saw leaked an oil-like substance at the beginning of a case. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the nose housing assembly was found to be corroded. It is likely that the presence of corrosion in the nose housing assembly could have been caused or contributed to by the presence of liquid inside the device.